Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experience hypoglycemia. Emergency protocol/911 reportedly initiated. No further information was provided by the reporter. Animas customer technical support made several attempts to contact the reported for more information; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to an alleged inaccurate delivery issue with the pump.